Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to add medication and patient on the station. A technical support specialist stated that the device was initially unable to accept new temporary patients because it couldn't assign them to a unit. The unit and area were confirmed to be associated with the pyxis system through the server. After the customer made an edit, temporary patient additions became visible. The customer confirmed that the system was fully functional with no further issues. The system functioned as intended after the issue was resolved.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es experienced a malfunction, preventing the addition of any medications or patients to the station. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient, resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.